Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission showed a projected battery longevity of 3.8 months. Previous transmission showed a projected longevity of 2 years and 7 months on (B)(6) 2020. Review of the session records showed that the battery curve was stable and that the longevity of the device was overestimated. The patient will continue to be monitored. There were no patient consequences.